Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had all device components removed due to infection in the pocket. Contributing factors were unknown and it was reported that no diagnostics or actions/interventions were taken. It was reported that the infection was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4) and lead (lot#va1ppmf). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.